Manufacturer narrative:
Section g.3 has been corrected in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the suspect delivery catheter system (dcs) was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy or because of a misload. The dcs was received with a clear heat shrink measuring approximately 11.5 cm was loaded on the inline sheath, confirming the reported event. The manufacturing site was notified of this event and a manufacturing assessment was initiated to determine if this event could be manufacturing related. The root cause was determined to be manufacturing related. A device history record review was performed on the dcs and there were no correlations or issues identified regarding manufacturing. The manufacturing assessment concluded that the most likely root cause was that the heat shrink component was not removed at the leak test work step and that the inspections for the presence of the heat shrink were not carried out correctly. During the case, the implanting physician inspected the dcs and decided to use it to implant the valve, with no reported adverse patient effects. No evidence was found that the reported case was based on malfunctions, deterioration or changes in the characteristics or performance or on inaccuracies in the labelling or instruction leaflet of the device. Updated data: h6 method, result, conclusion, and annex g codes corrected data: fields h3 were inadvertently omitted from initial report when the analysis was reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle and tip retrieval mechanisms of the delivery catheter system (dcs) were intact. The device was received with the capsule partially opened. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The device was returned with the end cap/screw gear snap fit connected. The inner member shaft and spindle hub were intact with no evidence of damage. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. A clear protective heat shrink measuring approx. 11.5cm was loaded on the inline sheath and was not removed during the manufacturing process. Conclusion: the results of the investigation are in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, while loading the valve, the loader noted that the outer cover of the delivery catheter system (dcs) sheath was not properly fixed. After inspection, the physician determined to use the dcs. After the valve was implanted, the outer cover of the dcs sheath was loose and moved over the tip of the sheath. No adverse patient effects were reported.